Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting rapidly which resulted in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.